Event description:
The patient has reported that since the day after surgery the knee has been extremely painful; with limited mobility. Patient went to physical therapy as prescribed; 3x week for 10 days. On the 11th day went back to her own physical therapy, 3x week. In the 9th week post surgery had a manipulation, there was improvement bending and straightening the knee. Patient still has pain at night and can't sleep. Patient went to three additional surgeons - no one can identify the issue. Went back to primary surgeon and he stated it can be nerve damage. Currently, still having pain like "cracking ice" primarily when bending and going up and down stairs. Patient wants to know if implants are recalled. Patient also stated when she received her medical records they stated she has parkinson's disease and cancer. Patient stated hospital removed this information from her medical records. (B)(6) 2015: patient contacted stryker and stated they had a knee revision surgery on (B)(6) 2015. Patient stated they had to take early retirement as a result of this matter. Patient is seeking compensation from stryker and also stated that the revising surgeon stated that the femoral component originally implanted was "too small" for the patient and caused the pain, grinding and loosening.

Manufacturer narrative:
An event regarding arthrofibrosis involving a scorpio nrg ps femoral #5 left was reported. The event was confirmed. Method and results: device evaluation and results: not performed as no devices were returned. Medical records received and evaluation: a manipulation of the left knee under anesthesia occurred on (B)(6) 2013, which improved the patient¿s range of motion. A review of the provided medical records by a clinical consultant indicated there was no opportunity to examine the explant components, no x-ray evidence of pathology and no ¿convincing¿ description of instability requiring revision surgery. With reference to the (B)(6) 2015 revision left total knee arthroplasty, the clinical consultant indicated that surgical release under spinal anesthesia 5mm of medial and lateral laxity to varus/valgus stress did not represent pathology. Device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: the exact cause of the reported arthrofibrosis could not be determined. A manipulation of the left knee under anesthesia occurred on (B)(6) 2013, which improved the patient¿s range of motion. After review of patient medical records, the clinical consultant concluded there was no ¿convincing¿ description of instability requiring revision surgery and there was no evidence the patient¿s symptoms (in the left total knee arthroplasty) were the result of factors of faulty component design, manufacturing or materials. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient has reported that since the day after surgery the knee has been extremely painful; with limited mobility. Patient went to physical therapy as prescribed; 3x week for 10 days. On the 11th day went back to her own physical therapy, 3x week. In the 9th week post surgery had a manipulation, there was improvement bending and straightening the knee. Patient still has pain at night and can't sleep. Patient went to three additional surgeons - no one can identify the issue. Went back to primary surgeon and he stated it can be nerve damage. Currently, still having pain like "cracking ice" primarily when bending and going up and down stairs. Patient wants to know if implants are recalled. Patient also stated when she received her medical records they stated she has parkinson's disease and cancer. Patient stated hospital removed this information from her medical records. On 6/26/2015: patient contacted stryker and stated they had a knee revision surgery on (B)(6) 2015. Patient stated they had to take early retirement as a result of this matter. Patient is seeking compensation from stryker and also stated that the revising surgeon stated that the femoral component originally implanted was "too small" for the patient and caused the pain, grinding and loosening.

Manufacturer narrative:
The patient has retained an attorney. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.